Event description:
It was reported that during a gastrectomy procedure, the device didn't shoot. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that one device arrived in good visual condition and with a cartridge loaded on the device. The cartridge was returned void of staples. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.